Event description:
Infant ventilator failed to cycle, no pressure delivered to infant. Machine failed x2. Respiratory therapist and rn present. No adverse effects to the pt due to this malfunction. This unit also failed during training on a test lung after the previously mentioned incident.